Event description:
It was reported that during the stage 2 procedure where they were placing the implantable neurostimulator (ins) and extensions there were high impedances at 0.7v but at 3.0v everything cleared out and normalized. It was noted that they had reconnected at the lead /extension connection and at the ins/extension connection but high values persisted at 0.7v. It was noted that the right side at 0.7v had not shown high values. Patient had not had historical impedance values from stage 1. Additional information received reported high impedances had not resolved. The manufacturing representative had not seen the patient since surgery. No further diagnostics were performed. The cause of the issue was not determined. No interventions were taken or planned, they were waiting to see what happened when the patient was programmed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).